Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, as a result the touch screen was replaced and calibrated.

Event description:
It was reported the touch screen is not responding to the stylus pen, despite using the stylus software and calibration. There appears to be "dead spots" on the screen when touched by the stylus. There was no patient involvement.